Manufacturer narrative:
The reported lot number 201500891 does not a match to the lighttrail devices lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. The reusable device was re-sterilized. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 16, 2016 that a lighttrail reusable 270 laser fiber was used during a procedure performed on an unknown date. According to the complainant, post procedure, the laser fiber broke in half after it was reprocessed. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.